Event description:
It was reported that pump insulin gauge displayed amount different than expected, with pump showing lower and static insulin estimate than caller expected while using reused cartridge. There was no reported impact to the customer¿s blood glucose level. Customer confirmed proper filling steps, was educated that cartridges were single-use, and, with technical support, filled and loaded new cartridge.